Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedance values. There was no evidence of noise, and all the other lead measurements were within normal limits. The rv lead will be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.